Manufacturer narrative:
The explanted trial lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the trial patient had headaches that was getting worst. The patient received blood patch for csf leak and trial leads were pulled.